Event description:
It was observed that during the device evaluation, the videoscope nozzle had foreign material and the distal cover is burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found he videoscope nozzle had foreign material, and the distal cover is burnt. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the distal cover was burned due to rf current being applied without keeping a sufficient distance from the distal end when using a radiofrequency ablation device. The instructions for use (IFU) states the detection method for foreign material in gif-ez1500 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The distal end burn is detectable and preventable by handling device in accordance with the following IFU. The precautions are listed in the user manual (operation section) ¿chapter 4 usage, 4.3 endo therapy accessories, radiofrequency ablation therapy." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.